Manufacturer narrative:
E1: initial reporter addr 1: (B)(6) hospital. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction issue-does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of retraction issue- does not retract. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the phlebotomist obtained a dirty needle stick injury due to the needle not retracting when the button was pressed on one (1) device. No other impact reported as it was noted that the staff member was okay.